Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.

Event description:
It was reported that plastic broke off during surgery.